Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products iuniht, certain titanium hexed screw lot 1290499 x 3 & ilrght, certain titanium large hexed screw lot 1256708 x 3.

Event description:
The doctor reports that the dental screws located in unknown buco-dental positions failed because they fractured, some of them fractured by the head. The doctor reports that the procedure was concluded by placing another screws.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. D10. Concomitant medical products updated iuniht, certain titanium hexed screw lot 1290499 & unihg, gold-tite hexed uniscrew lot unknown x 3. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) iuniht, (certain titanium hexed screw) for evaluation. Visual evaluation was performed, the screw shows signs of wear/use, however, no fracture was observed. Device history record (DHR) review was completed for the subject lot number 1290499. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1290499 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental : functional : fracture : screw. A definitive root cause could not be determined since a device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The screw wasn¿t fractured. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.